Event description:
Caller indicated the relion micro meter was giving variable readings. Caller just wants us to replace strips because she got a reading of 344 and re-tested and got a reading of 74. Replacing meter and strips.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No performance failure detected.